Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge on their own and resumed insulin therapy.